Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received two temperature alarms while charging the pump. Reportedly, the pump felt hot while charging. The customer's blood glucose level was 150s (mg/dl). The customer cleared the temperature alarms and successfully resumed insulin delivery. Reportedly the customer would continue to use the pump for insulin therapy